Event description:
The distributor reported a defective balloon filling valve. Surgery was required on a child to put in a new enteral feeding tube. No additional information was provided. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred.

Manufacturer narrative:
The incident device was not returned for evaluation. Additional information was not provided regarding the incident nor if the device was properly used. The device history record was reviewed, finding no rejections by the quality system auditor. Process investigation was done. A probable causes is under consideration that a misaligned valve can cause leaking and might be due to the use of an inadequate tool in the process of final inspection or a valve design. A tool is being evaluated and a valve design review is in process. It is important that the user follows the directions for use (dfu) in order to check that the inflation and deflation are correct before use. We have no knowledge that this was done. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.